Event description:
Stryker ibur 3.0 drill bit broke during use in surgery. Both pieces recovered. Ref# 8442-107-530, lot# 25079037 exp 03/01/2027. Drill bit broke while surgeon was using it. Patient was not harmed during this event.